Manufacturer narrative:
Section a3b, gender: the customer responded as unknown. Section a5, ethnicity: the customer responded as unknown. Section a6, race: the customer responded as unknown. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was bent. The issue was noticed after the iol was fully inserted into the patient¿s left eye. The lens was removed and replaced with an iol of the same model and diopter. There were no complications such as a capsule tear, vitrectomy, or sutures. No further information was provided.